Event description:
During service of the device the volumetric output was found outside of specifications by 15.7%. There was no patient connected to the device at the time this situation was discovered and the facility that had returned the device for service reported that they had no record of any patient incident involving the device since the last baxter service event.